Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eakj, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that the stimulation hurt when it was pulsating, starting 2 weeks ago. This was due to a sudden change in therapy. The patient had it off prior to 2 weeks ago because the patient programmer buttons were loose. The patient had tried taking the batteries out; however the buttons were loose when increasing and decreasing. This was happening daily. The patient wanted it at 3.4v and couldn't get it there because of the buttons. The patient went to lower it and went to a different program and it took forever to either raise or lower it. It was changing, but it was slow to change and the plus button was actually loose. The patient turned it off because it didn't work and they couldn't get it lowered 1 week ago. The patient already lowered the amplitude to 0v in each program, turned it off, and the device showed off. The patient took the programmer batteries out and still felt the stimulation sensation and pulsating. The patient felt it all the time and not just from movement. The patient had it off and the programmer w as sitting in a closet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.